Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient passed out due to hypoglycemia. The cgm was reading 43 mg/dl and the blood glucose reading was 85 mg/dl. Per documentation, the patient was taken to the hospital for evaluation and observed for 5-6 hours during which time he had blood work. It was documented that no medication was given. At the time of the report, the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.